Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an opening, flat crease, and non-penetrating nicks. A leak test was performed which found an opening on the posterior and radius sides. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool on the posterior and radius sides. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is a striated edge opening on the posterior and radius sides due to surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.